Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, some small air bubbles were noted in the patient line while in use on the homechoice (hc) device. The caregiver (cg) contacted a baxter technical service representative (tsr) and stated that they saw some small air bubbles in the patient line, so they stopped during fill one. The fill volume (fv) was equal to 50ml. The patient was connected at the time and had not disconnected prior to the event. The patient line and extension had been properly primed, the bags were properly connected and there were no open clamps on any unused lines. There were no alarms and there was nothing unusual noted about the supplies. The tsr assisted the cg in ending therapy and advised the cg to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.